Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet bee completed. During the review of the lot 17707076 it was noted that 1 unit was rejected due to the defect of tight ID and it could be related to the reported complaint. However, the DHR review confirmed that the rejected unit were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt. Information regarding patient age, weight and gender were unknown. This is 1 of 2 MDR reports being submitted for this complaint with associated report numbers of 1226348-2017-00168 and 3008264254-2017-00134.

Event description:
A technician reported that the physician had trouble advancing the enterprise2 (enf402312/ 10803890) through the prowler select plus (606s255fx/ 17707076). It was reported that the physician had been well trained and proper technique and flush were used. He removed both devices and placed another prowler select plus in the aneurysm and deployed another enterprise 2 without incident. No patient injuries or complications arose due to the first stent failure to deploy. The event delayed the procedure for 10 minutes.

Manufacturer narrative:
Conclusion: a technician reported that the physician had trouble advancing the enterprise2 (enf402312/ 10803890) through the prowler select plus (606s255fx/ 17707076). It was reported that the physician had been well trained and proper technique and flush were used. He removed both devices and placed another prowler select plus in the aneurysm and deployed another enterprise 2 without incident. No patient injuries or complications arose due to the first stent failure to deploy. The event delayed the procedure for 10 minutes. Product file (B)(4): a non-sterile prowler select plus 150/15cm was received coiled inside of a pouch. No damages were noted on the hub. The enterprise under investigation was received stuck into the microcatheter. The body of the microcatheter was inspected and it was found compressed at 4 and 3cm of the distal end tip. The body of the microcatheter was inspected under vision system and it was found compressed. The dimensional analysis could not be performed since the enterprise was received stuck into the microcatheter. The functional analysis could not be performed since the enterprise was received stuck into the microcatheter and it could not be withdrawn due to the compressed section on the body of the microcatheter. During the review of the lot 17707076 it was noted that 1 unit was rejected due to the defect of tight ID and it could be related to the reported complaint. However, the DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The resistance within the microcatheter was confirmed. The cause of the failure appeared to have been due to the compressed sections found on the device; however, the cause of these compressions could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint with associated report numbers of 1226348-2017-00168.